Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod. Chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as abdominal pain, nausea, vomiting, breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. The pod and its accessories, including the needle cap, contain small parts that may be dangerous if swallowed. Be careful to keep these small parts away from young children.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and "high" blood glucose (bg) levels >27.8 mmol/l (>500 mg/dl) while wearing the pod on the arm between 1 and 4 hours. Multiple corrections were administered at home using the pod but the bg levels did not decrease. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin with blood tests performed.